Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The patient developed uveitis.

Manufacturer narrative:
(B)(4).